Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Cracked lcd display window corners and scratched lcd window noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.